Event description:
As the rn was putting the infant back into the isolette, she noted the PICC line was broken. It was not cut nor separated at a junction. The top part was in the rn's hand and the bottom part was still coiled and secure under the opsite dressing. The rn quickly put her finger on the part remaining in the scalp until another nurse was able to remove the rest of the line intact without problem. A new line was placed using the same site.